Manufacturer narrative:
As of this date the device and lead remain implanted. The situation will continue to be monitored with no change at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted several years later for unrelated reasons.

Event description:
Boston scientific received information through a remote monitoring system that the implantable cardioverter defibrillator (ICD) detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There were no adverse patient effects.